Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system¿s clinical usage, the patient's involvement, procedure type, and outcome are unknown. However, no patients or users were injured. A philips remote service engineer (rse) connected remotely with the customer and confirmed that the touch screen module (tsm) displayed the error "switching not available," and the flexvision monitor did not show images. Troubleshooting identified that the software on the tsm module could be corrupted. The rse suggested re-install the board software to tsm via a usb disk, and the flexvision menu showed up on the tsm after the software installation. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the touch screen module (tsm) was giving an error of ¿switching not available". The flexvision monitor would not show images. There was no reported patient or user harm. Philips has started an investigation of this complaint.